Event description:
It was reported that insulin pump was overheating, with multiple alarms indicating a temperature of 113°, leading to issues with insulin degradation. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported. There was no reported adverse impact.